Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.3cm to 9.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that an a patient presented remotely via merlin.net with episodes of right ventricular (rv) lead noise. Upon presenting for the lead revision procedure, patient presented experiencing fatigue and in-clinic interrogation confirmed rv lead noise. The rv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the event.